Event description:
Wife stated that she found the pt dead in the bed at home (B)(6) 2011. Wife stated that she found her husband at 12 noon at home. Wife stated that he was playing baseball the night before and friends dropped him off at 9:30 pm and that he was asymptomatic. Wife found the next day, the pt unresponsive and no pulse or respirations. Pt was dead on arrival to hospital. Bg on autopsy was 800 at hospital. Wife stated that the site was removed and it appeared to be intact. Wife has death certificate from coroner that lists dka as cause of death. Wife is unwilling to return used device, wife reports that coroner downloaded pump and pump record intact until death but no bolus listed in the last 24 hours before death and friends witness him bolusing the night before returning to home at 9:30 pm.

Manufacturer narrative:
The used device was unfortunately not returned to the MFR. This caused the actual device to not be tested or evaluated. The retained samples from the reserve lot were visually inspected, flow and leak tested and all were found to be within specification. The distributors are asked for further information regarding contact details of initial reporter, name of hospital and if the device was discharged. Uf/importer reporter# from 3003442380-2011-00018 to 3003442380-2011-00021. The original report was sent with the regular mail yesterday (B)(6) 2011.